Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope tip was broken. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ¿the tip is broken¿ occurred due to fiber bonding in the outer tube area (distal end) is damaged and the cause does not lead to a clear conclusion. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d2a, g3, h2, h3, h4, h6, h10, h11. Corrected fields - d9, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and therefore stripes in image occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope tip was broken. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.